Event description:
A physician reported that the cut rate did not increase normally (poor cutting) before surgery. There was no issue with radio frequency identification of the product. The procedure type and other surgery details were unknown. There was no patient contact with the suspect product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).